Event description:
A cracked and shattered touchscreen on the pump was reported, leaving the customer unable to interact with it due to an unresponsive and illegible screen. There was no adverse impact on the customer¿s blood glucose level as it remained below 500 mg/dl. Tandem technical support arranged for the pump's replacement, though a backup therapy was not immediately available, and the customer intended to contact their healthcare provider for further guidance.